Event description:
The customer reported chemotherapy (cytarabine) infusion should have finished at 1400. Chemotherapy finished at 1930. There was no report of pt harm and medical intervention was not required. The customer stated that no add'l event or patient info is available.

Manufacturer narrative:
(B)(4). Although requested, the product has not been received. A follow up report will be submitted with investigation results should the product be received for eval.